Event description:
It was reported the patient's experienced stimulation in the wrong location. It was also reported the patient needed stimulation in her arm but only received stimulation in her neck and back, despite reprogramming. The patient's device was reportedly removed in (B)(6) 2013. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).